Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under microscopic magnification of the returned embotrap device showed no evidence of damage and deformation to the stent body. Minor deformation was seen on the proximal coil and the bond connecting the proximal coil to the stent body was not intact, allowing the stent to rotate freely around the wire. The complaint report detailed that during the procedure, the proximal coil of the stent was kinked inside a microcatheter. Therefore, the complaint is confirmed. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all the markers present across the stent body. Each embotrap device is 100% inspected therefore, any damage on the device prior to shipping would have been seen. The returned device could be advanced and retracted through a 0.0195-inch ID tube without resistance. In attempt to recreate the reported event, the returned device was advanced through a microcatheter without becoming impeded. While the complaint event could be confirmed, the root cause could not be established based on the information provided in the complaint event. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (24f038av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b4, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (24f038av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the proximal coil of the 5mm x 37mm embotrap iii revascularization device (et307537 / 24f038av) was kinked inside the concomitant microcatheter (unspecified brand). There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-feb-2025. [Additional information]: on 18-feb-2025, additional information was received. The information includes a photo of the device. This was included in a more recent complaint which was determined to be a duplicate of this complaint. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the appearance of the distal segment of the delivery wire of the embotrap iii device is visible. Review of the provided photo showed evidence of slight bending of the proximal coil of the embotrap iii device. It is not clear whether a kink is present from the image provided. It was not possible from the provided photo identify the reported stretching of the distal segment of the device. Therefore, the complaint event could not be confirmed, and the root cause of the event could not be determined from the provided photo. A review of the manufacturing documentation associated with this lot: (24f038av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain the product for analysis were unsuccessful. If the product is returned or information provided at a later date, the file will be updated accordingly. The report will also include a correction to the primary UDI number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of the manufacturing documentation associated with this lot (24f038av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected section: d4: primary UDI number. Updated sections: b4, d4, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-nov-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.